Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.